Event description:
According to the customer, blood was leaking (blood spray) from the syringe during blood test.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Production changes has been implemented. The implemented production changes are: extension of 100% visual inspection to cover all products on the affected production line. Changes on the labeling station: rotation angle: rotation of cylinder during labelling process. Velocity: speed of cylinder's rotation during labelling process. Dispenser speed: speed of feeding label during labelling process. The investigation has been concluded, and the production changes mentioned above have been implemented as a result. The acceptance criteria in the product risk analysis is <1 ppm. The number of incidents do not exceed the defined acceptance criteria in our risk management system. The incidents are therefore not considered to indicate a trend according to the maximum rate of incidents observed until now. All cases reported concerned products produced before implementation of the production changes. The market demand for safepico samplers exceeds the production capacity. Based on market feedback, most of our customers use the products faster than we can supply them with new products. However, the last batch produced before implementation of the changes in production expires in may 2020, and it cannot be excluded that unused affected products are located in the supply chain with the possibility of leading to recurrence. After the implementation of the production changes no similar incidents have been received from the market on products produced after implementation of the production changes. Radiometer continues to monitor the incoming complaints against the acceptance criteria in the product risk analysis and evaluate relevant steps to be taken. However, radiometer considers this specific complaint closed.